Event description:
It was reported that the device showed error code 41100 13088802 during testing, indicating an analog-to-digital converter safety signal. There was no patient involvement. Evaluation of the device revealed error code 41786 occurred on power up indicating a user interface reset issue.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the history log and functional testing error code 41786 indicating the user interface never came out of reset. The issue was traced to a faulty printed wire assembly (pwa) and the pwa was replaced to address this issue.